Event description:
It was reported a pump infusing 0.45% normal saline ran for (1) one hour and shut down unexpectedly. Customer switched to a different pump and the same problem occurred. After new setup, provider increased the rate from 60ml/hr to 75ml/hr patient continued to receive supplemental hydration. There was patient involvement but no harm.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.